Event description:
The doctor reported that implant was removed due to failure of osseointegration, approximately five months after the implant placement date. Oral hygiene around the implant site was moderate. Bone quality at surgical site was type 2. During the surgery, local infection and periodontal disease was observed. Patient has since recovered.